Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient did not report any falls or trauma. The ipg was repositioned on (B)(6) 2023 to address the pain. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.